Manufacturer narrative:
(B)(4). The customer reported that the lot number of the used device was 5413765004582; however, this lot number is not recognized by baxter. The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted and a batch review could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Actual occurrence date is unknown. A batch review will be performed. The device was not available for evaluation. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
It was reported that the arterial (red) header cap of the xenium dialyzer was found to be unscrewed before use. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.